Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-23, serial#: (B)(4), ubd: 06-may-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged towards the aorta. It was reported that the nose cone of the delivery catheter system (dcs) was not centered in the valve prior to retracting the system into the descending aorta. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.